Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The results of the visual inspection determined that the distal tip of the inner shaft was broken off from the device. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use state: - do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. - do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. The reported event will continue to be monitored through post-market surveillance

Event description:
It was reported that the tip of the device broke off inside patient. It was retrieved. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.